Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist was informed by a student that the roller pump was not occluding properly. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR # 1828100-2013-00741. The field service representative (fsr) could not duplicate the reported event. The fsr inserted the tubing into the raceway, ran the roller pump for a half hour with no loss of occlusion. The roller pump is being returned to the manufacturer for further evaluation.